Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a patient's light adjustable lens+ (lal+). The lal+ was explanted and a vitrectomy was performed. The procedure was successfully completed using the backup lens which was implanted in the sulcus.